Manufacturer narrative:
(B)(4). The complaint device was returned to fisher & paykel healthcare's regional office and service center in (B)(4). The faulty components are currently en route to fisher & paykel healthcare (B)(4) for investigation. We will provide a follow-up upon receipt of the device components and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the returned warmer head housing was visually inspected for cracking or other signs of damage. Results: the external surfaces of the case appeared to be in good condition with no signs of crazing, however the screw boss on the upper head case was found to be broken. In addition, seven of the retaining tabs that hold the warmer insulation and reflector in place were detached and broken and there was a hairline crack near the screw hole of the bottom case. The upper and lower cases were held together by medical tape. A lot check revealed two other complaints of this nature for lot number 061026. The similar complaints were reported by the same healthcare facility. Conclusion: the internal damage to the warmer head case is likely to be related to accidental impact damage coupled with stress on the screw boss over time which promoted the cracking. The healthcare facility reported a previous instance of a wallmount warmer with a cracked head. The hospital advised that warmer had been in close proximity to a cabinet. The complaint device was manufactured in 2006, so it may also be possible that the warmer head sustained damage during cleaning or maintenance.

Event description:
A healthcare facility in (B)(6) reported that an iw980 wall mount warmer had a cracked warmer head casing. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported that an iw980 wall mount warmer had a cracked warmer head casing. No patient consequence was reported.